Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. It was reported that other than a slight bend in the aortic column, the patient¿s anatomy was normal and within instructions for use for treatment. The devices were reportedly deployed with no issues. It was reported that following deployment, two 12x4 balloons were used together to balloon the proximal fixation point, then again at the device overlap and at the distal fixation points. Final angiography reportedly showed no evidence of extravasation or endoleak, with exclusion of the aneurysm. It was reported that during preparation for closure of the access sites, the patient¿s blood pressure dropped. Efforts were reportedly made to resuscitate the patient and compressions were performed, but the patient could not be revived and expired during the procedure. It was reported there was no evidence of any rupture or extravasation, and there was no evidence of a blood volume loss. According to report, the exact cause of death is unknown, and an autopsy was reportedly not performed. Additional information has been requested.

Manufacturer narrative:
Additional device implanted and involved in this event: pxc121200/12477577. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). Upon further investigation, it was confirmed there were no identified issues involving the excluder devices. Neither contrast nor extravasation was identified after implant, and the patient expired after being identified with blood in the chest that was reportedly a result from a ruptured right ventricle. As there is no information suggesting the patient's death was related to the gore excluder devices, this report is being retracted.

Event description:
It was reported that after resuscitation was initiated and CPR performed to treat the patient¿s intra-operative hypotension, fluoroscopy showed either a pneumothorax or blood in the chest. A thoracotomy incision was made, and it reportedly appeared there was frank blood in the chest with likely rupture of the right ventricle. The patient expired after resuscitation efforts were stopped. A death summary confirms that after placement of the gore devices, there was no evidence of endoleak or extravasation.